Event description:
On (B)(6) 2017, this patient underwent endovascular treatment of a thoracic aortic aneurysm and was implanted with a valiant® thoracic stent graft. The patient tolerated the procedure. On (B)(6) 2019, the patient underwent endovascular reintervention and a conformable gore® tag® thoracic endoprosthesis was implanted to extend coverage of the valiant® thoracic stent graft distally. A slight endoleak (type unknown) was suspected at the conclusion of the procedure. The patient will be monitored by the physician. On unknown date follow-up examination confirmed aneurysm enlargement. A suspected a type IV endoleak of the valiant® device was determined and a type iii endoleak between the valiant® and the ctag device was determined. Additionally, a type ii endoleak or endotension associated with the ctag, device was determined. On (B)(6) 2021, the patient underwent reintervention. No endoleaks were confirmed during the procedure. An additional ctag device was implanted to reline the valiant® and the ctag device. The physician reported the cause of enlargement was unknown.